Event description:
A report was received that the patient passed away. No further information has been reported.

Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model: sc-2316-50 serial/lot: (B)(4) description: infinion 1x16 perc lead kit-50cm model: sc-3400-30 serial/lot: (B)(4) description: infinion splitter 2x8 kit (30 cm) additional information was received that the patient had been withdrawn from the study prior to the clinical site learning of the patient¿s death. No further action will be done at this time. The explanted devices were not returned to bsn it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away. No further information has been reported.